Event description:
Customer reported the buttons on the insulin pump were not working. Customer's blood glucose was unknown. Customer stated the device did fall off the counter as a significant event which may have led to the keypad issues. Customer declined the replacement and stated he will monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.